Event description:
Full and partial thickness burns at connection point between the return cable and bovie neutral electrode.

Manufacturer narrative:
User facility reported a significant burn (small full-thickness surrounded by a larger partial thickness) on the lower edge of the bovie neutral electrode pad tab found immediately after an rf treatment for abdominal fat reduction. Immediately post-treatment photos and photos taken at follow-up visits through 38 post treatment were provided. It is apparent from the immediate post-treatment photo of the full-thickness burn (2.0 cm width x 0.4 cm length) and surrounding partial-thickness burn (~4 cm width x ~1 cm length) that, contrary to the IFU, the return cable clamp was not fully covering the exposed bare-metal conductors of split-electrode bovie neutral electrode pad tab. The full-thickness burn exactly matched in location, width, and length the imprint of the neutral electrode pade and tab in the patient's skin, and extended from the hydrogel-coated edge of the tab conductors to the point (4 mm below) where the bare-mental conductors were covered by the return cable clamp.